Manufacturer narrative:
(B)(6). PMA/510k # exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to an unknown procedure a ngage nitinol stone extractor could not be opened completely while being tested. Another new device was used to complete the procedure. No adverse effects to the patient were reported.

Manufacturer narrative:
Summary of event: as reported, prior to an unknown procedure, a ngage nitinol stone extractor could not be opened completely while being tested. Another new device was used to complete the procedure. No adverse effects to the patient were reported. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and functional test of the complaint device was also conducted. The product was returned to cook for investigation in open packaging in clamshell. All fittings on the handle were tight, no visible kinks or bends in the basket sheath. The handle was able to actuate the basket however the basket would not fully deploy. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the product labeling. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The returned device was found to have a basket that would close, but not fully open. The clear sheath that covers the distal end of the basket sheath had moved distally and was preventing the basket from fully opening. The cause for the movement of the clear sheath could not be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report since the previous medwatch report was submitted.